Event description:
It was reported that the gastrointestinal videoscope had a blurred image during use the device was inside a patient for a therapeutic procedure at the time. The intended procedure was completed with the same device with a delay less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure image become blurred was confirmed. No additional reportable malfunctions were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.